Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Insulin pump received with stripped battery cap coin slot(p). (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and they received no delivery alarm. The customer blood glucose level was 597 mg/dl at the time of incident. Customer reported that the battery cap was crumbled and worn. Customer stated they had tried all remedies. Customer did not feel safe in using the insulin pump due to the no delivery alerts causing highs. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.